Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: axillary insertion of impella 5.5 catheter: ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and during support, day 2, transesophageal showed moderate to severe aortic insufficiency, moderate mitral valve regurgitation and moderate tricuspid. The impella cp device was weaned from performance level p-7 to p-4. The patient was able to be managed without increase in drips. This same day, when discussing distal pulses, the nurse reported faint pulses. The intensivist during rounds assessed and noted left foot was cold to touch (leg with impella cp device) compared to right. All distal pulses in left foot were absent. The intensivist noted the patient's history of severe peripheral vascular disease and established a goal for the patient to wean off the impella cp device with no plans to escalate to an impella 5.5. The impella cp device was explanted with a survived outcome.